Event description:
The customer reported that a patient with dementia was transferred using sara flex lift, which is a mobile standing and raising aid. The leg strap detached and the patient¿s feel slid of the footplate. Both big toe nails were bent. The toenails had to be removed.